Event description:
Over the past two months our surgical services has experienced five failures with this product. Two failures in which the seals failed and three in which the balloon had a leak. The two units that had a seal fail were from one lot number the other 3 failures were each a different lot. No patients were harmed, but in all cases, the surgery was delayed until a new device could be obtained.======================manufacturer response for balloon spacemaker, dissector balloon spacemaker trocar/oval (per site reporter).======================no response at this time.